Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that during the trial procedure the most distal electrodes detached from the lead into the patient, remaining subcutaneous. The patient was not injured, completed the trial using one lead with effective pain relief. The patient is planning to be implanted with an ipg, at which point the physician plans to remove the detached electrodes. There have been no reports of further complications regarding this event